Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and reported that he turned the iabp on and off several times and was unable to duplicate the issue and no faults were found in the error logs. However, the fse did find some small debris in the video connector. The fse cleaned the connector by plugging it in and unplugging it 50 times as well as blowing a little air into it. The iabp was then vigorously tested for over 4 hours without problem. Full calibration, safety and functional tests were performed, and the iabp functioned according to manufacturer's specifications, and was subsequently returned to the customer for clinical use.

Event description:
It was reported that prior to use on a patient, the screen of the cardiosave intra-aortic balloon pump (iabp) was red when turned on. There was no adverse event reported.

Manufacturer narrative:
Corrected field: incorrectly reported in the initial MDR.

Event description:
It was reported that prior to use on a patient, the screen of the cardiosave intra-aortic balloon pump (iabp) was red when turned on. There was no adverse event reported.